Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they still have not had a solution to their problem. The patient stated that they are very upset. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The reason for call was the patient reported that they had just gotten the implant earlier today ((B)(6) 2024) in the morning and that they'd just gotten home 45 minutes ago from the hospital and that they'd been trying to connect to their implant to check their settings because they felt like their current stimulation they set for the patient before they left the hospital was too high and they were feeling it very uncomfortably in their (buttock) "crack. Patient stated they didn't know if it was just because they were still sore from the procedure (patient stated they bled a lot at the procedure and they had to change their bandage before they left and a lot of tape was placed over their incision site) they were still not feeling very well but the stimulation sensation in their "crack" felt "weird" and they wanted to turn it down and they had previously just been getting the 'not found' message. Patient stated they tried calling the mdt representative (rep) who had been at the procedure but the rep hadn't answered so they left the rep a message but hadn't heard back. Agent reviewed the role of the rep with the patient, reviewed external device function and walked the patient through connecting to their settings. The external devices were functioning as intended, the therapy was on and the stimulation level was at 0. 9 ma. Patient was then able to decrease the stimulation to 0.8 ma and confirmed they felt it comfortably in their bike seat region. Agent wanted to note that the patient said using the communicator was annoying. Patient's reason for call was met. Documented reported event. No further action was taken by agent. The patient called back reporting ongoing concerns with pain as well as therapy concerns. Patient got the device implanted to treat bowel incontinence due to ibs however since getting the device implanted they have had constipation. Their managing physician directed them to take miralax or citracel 3 times a day which patient does not want to do because the moment they take miralax it makes their stomach yucky. Patient decreased amplitude to 0.6 today in hopes this will help relieve the constipation. Agent reviewed option to turn therapy off if necessary for the time being or option to change programs if permissible by managing physician. Warm transferred patient to prs in order to initiate registration process. Additional information was received from the patient. The reason for call was patient reported they went to see their hcp a week ago because they thought they needed to switch programs. Patient stated they were set up on program 4 at 0.9 and it was a little higher so they went down to 0.7 and then they thought maybe they should increase the stimulation again. Patient said when they went up to 0,8 which was lower than 0.9, they started feeling the stimulation on the actual device. Hcp said that was not right so they had to go back to 0,7 and the doctor said the stimulation was too high. Patient is now in program 5 at 1.7. Patient mentioned they felt the stimulation in the right side and sometimes towards the legs and sometimes in the back when they first set it up last week. Patient confirmed relief in their symptoms since the implant date and feeling the stimulation sensation after adjusting the therapy last week. Agent reviewed with patient that the sensation needs to be in the bicycle seat area and not a different place. The patient was redirected to their health care provider to further address the issue. Patient has a follow up appointment in 6 months. Patient declined education stating they knew how to use the devices, but agreed to stay in the program for the next communication. The rep reported that they spoke to the patient and they were taken care of.